Manufacturer narrative:
The complainant was contacted via email and information was requested regarding the current status of his wife was well as contact information for the implanting and treating physicians and associated hospitals. He replied via email with the following: ¿thank you for your inquiry. My wife's, (B)(6), stroke occurred at approximately 11:00 am on (B)(6) 2016. I do not know if the timing was purely coincidental or if there was a cause and effect involved between recently recommended reduced inr target and occurrence of her stroke. While the recommended inr level following (B)(6) surgery for implant of the heart valve in 2011 had been 2.5 to 3.5, we received a letter from the valve's manufacturer approximately four months prior to (B)(6) stroke indicating that they, with FDA approval, were recommending a lower inr following recent clinical findings. We discussed this with dr. (B)(6), her cardiologist, and with her family practitioner, dr. Leichtling. They agreed to lower (B)(6) intake of coumadin and to recommend a target inr level of 2.0 or lower per new valve manufacturer and FDA guidelines issued, I believe, in 2014. The lowered coumadin intake was started approximately 3 months prior to (B)(6) stroke. Immediately following her stroke, one of the attending neurologists at (B)(6) hospital talked with me and indicated that the stroke was probably, though not definitively, caused by a ¿non-therapeutic¿ low inr level, which was measured at 1.7 upon admittance to the hospital. As a result, she indicated to me, probably a blood clot had formed on or in the vicinity of the heart valve and had traveled to her brain, blocking blood flow to a portion of the brain. I informed her of the FDA guidelines, but I don't think she thought it was relevant. She insisted that (B)(6) prevailing inr level at the time of her stroke was non-therapeutic. (B)(6) artificial heart valve was implanted in 2011 at (B)(6) by dr. (B)(6). My understanding is that he is no longer affiliated with (B)(6) and has moved to the (B)(6) medical center, though I don't know for sure if that is his current affiliation. (B)(6) attending neurologist, following her stroke, was dr. (B)(6), of (B)(6) hospital neurology department. I had reported (B)(6) stroke to the FDA soon after its occurrence and also contacted one of the authors of a clinical study that led to the revised, lower inr level recommendation by the FDA.¿ contact attempts were made to obtain additional information from the patients cardiologist, as he would be the most appropriate of the referenced physicians to speak to the anticoagulation therapy of the patient. The following was requested: serial number and associated product code, pertinent patient comorbidities, historic record of inr preceding event, details regarding the reported stroke event, intervention/medical/op notes, and medication lists. A phone call was placed on 12/28/2016 and letters were sent on 12/28/2016 and 01/05/2017, all without response. Should additional information become available it will be evaluated and the complaint will be re-opened. The manufacturing records for the onxace-21, sn (B)(4) (product code and sn obtained via implant registration card database), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The onxace-21, sn (B)(4) was implanted (B)(6) 2011 and a stroke occurred (B)(6) 2016 (5 years 163 days post implant) approximately three weeks after lowering the inr target range from 2.5-3.5 via the new on-x recommendation of 1.5-2.0. The inr at the time of the stroke was reported to be 1.7. The consulting neurologist "probably, but not definitively" attributed the stroke to a thromboembolic (te) episode due to insufficient inr. However, more objective exams, such as CT or MRI, were not presented to confirm this opinion. Cerebrovascular accidents (cva), also known as strokes, are a known potential adverse event as listed in the instructions for use (IFU), with expected rates in the general population for rigid mechanical valves of 3.0%/patient-year (objective performance criteria ¿ opc). Lowering the inr to a range of 1.5-2.0 for single aortic on-x valves was approved by FDA on 04/01/2014, but the proact study upon which this was based did not indicate freedom from strokes. Rather, the study indicated that the rate of te events would be comparable whether or not the inr were lowered to the new recommendation. In this study comparing events for single on-x aortic valve recipients with one group maintained at an inr of 2.0-3.0 (control) and another at an inr of 1.5-2.0 (treatment), there were 5 strokes recorded for each group at a rate of 0.66 and 0.74 %/patient-year, respectively. That is, there was no statistical difference in strokes between those on standard inr versus those on the lower inr, but both groups experienced them (puskas 2014). While the inr of 1.7 reported at the time of event was within the new guidelines, no record was provided to demonstrate that it was historically within the proper range. Consequently, the information provided is insufficient to prove that a presumed clot was of valve origin or that the inr was properly maintained over time for any recommended range. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
Per the email (forwarded on 10/23/2016) by the complainant to the clinical trial surgeon, "my wife, [(B)(6)], had an on-x implanted five years ago. Approximately 3 months ago, her cardiologist agreed to reduce her warfarin inr target to under 2.0, per manufacturer recommendation. Three weeks ago she suffered a stroke. But there is no way for me to know at this time whether the timing of the stroke was coincidental. I've been provided differing explanations by attending physicians in the (B)(6) ICU as to the cause of (B)(6) stroke; one explanation being that her inr was 'not therapeutic' for the on-x valve and therefore she 'probably' developed a blood clot on the valve that eventually broke off and was lodged in a narrowed segment of an artery in her brain. She is currently in the rehab unit in (B)(6). While this is anecdotal, I thought it was necessary to report it to someone. Perhaps the recently approved inr target for this valve may be problematic. Is there someone else I should talk to? Should the manufacturer or the FDA be informed?" The clinical trial surgeon responded the same day with the following: "I am so sorry to hear that your wife, [(B)(6)], has suffered a stroke. As you have apparently learned, I was involved in the proact trial that demonstrated the safety of the on-x valve in the aortic position with an inr of 1.5-2.0 plus baby aspirin daily. This trial has been published in the peer-reviewed literature and the results were very carefully reviewed by the FDA before they issued their "indications for use" ruling that stated the on-x valve (in the aortic position, not the mitral position) could be safely managed with an inr 1.5-2.0 while taking daily aspirin 81 mg. While this regimen was not associated with a zero stroke risk, the rate of strokes was not different from the rate of strokes for patients who continued on the older, higher dose of warfarin with inr 2.0-3.0. Patients on the lower dose of warfarin (coumadin) had fewer bleeding episodes and the lower dose was therefore felt to be "net" safer. Now that your wife has unfortunately suffered a stroke, even though it is impossible to know the source, it would be reasonable to increase her coumadin dose to target an inr range of 2.0-3.0; she should also continue a baby aspirin daily, unless contraindicated. Please note that these are suggestions based on american college of cardiology guidelines; your wife's physicians who know her best will make formal recommendations. I have blind copied this email to the manufacturers of the on-x valve. They will know what reporting is required by the FDA ruling. I hope and pray that your wife will complete a full recovery!"

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Per the email (forwarded on (B)(6) 2016) by the complainant to the clinical trial surgeon, "my wife, [(B)(6)], had an on-x implanted five years ago. Approximately 3 months ago, her cardiologist agreed to reduce her warfarin inr target to under 2.0, per manufacturer recommendation. Three weeks ago she suffered a stroke. But there is no way for me to know at this time whether the timing of the stroke was coincidental. I've been provided differing explanations by attending physicians in the hopkins ICU as to the cause of (B)(6) stroke; one explanation being that her inr was 'not therapeutic' for the on-x valve and therefore she 'probably' developed a blood clot on the valve that eventually broke off and was lodged in a narrowed segment of an artery in her brain. She is currently in the rehab unit in the (B)(6) hospital campus (B)(6) 3rd floor. While this is anecdotal, I thought it was necessary to report it to someone. Perhaps the recently approved inr target for this valve may be problematic. Is there someone else I should talk to? Should the manufacturer or the FDA be informed?" The clinical trial surgeon responded the same day with the following: "I am so sorry to hear that your wife, [(B)(6)], has suffered a stroke. As you have apparently learned, I was involved in the (B)(6) trial that demonstrated the safety of the on-x valve in the aortic position with an inr of 1.5-2.0 plus baby aspirin daily. This trial has been published in the peer-reviewed literature and the results were very carefully reviewed by the FDA before they issued their "indications for use" ruling that stated the on-x valve (in the aortic position, not the mitral position) could be safely managed with an inr 1.5-2.0 while taking daily aspirin 81 mg. While this regimen was not associated with a zero stroke risk, the rate of strokes was not different from the rate of strokes for patients who continued on the older, higher dose of warfarin with inr 2.0-3.0. Patients on the lower dose of warfarin (coumadin) had fewer bleeding episodes and the lower dose was therefore felt to be "net" safer. Now that your wife has unfortunately suffered a stroke, even though it is impossible to know the source, it would be reasonable to increase her coumadin dose to target an inr range of 2.0-3.0; she should also continue a baby aspirin daily, unless contraindicated. Please note that these are suggestions based on american college of cardiology guidelines; your wife's physicians who know her best will make formal recommendations. I have blind copied this email to the manufacturers of the on-x valve. They will know what reporting is required by the FDA ruling. I hope and pray that your wife will complete a full recovery!"